Manufacturer narrative:
Reportable malfunction with inomax dsir plus (B)(4) was documented and investigated under (B)(4). A review of the device's service log revealed that a delivery failure alarm occurred due to an apparent inter-processor link (ipl) failure between the device's monitoring processor and delivery processor. Although identified in the service log, the regional service center (rsc) did not experience a delivery failure alarm during testing. The root cause for this occurrence was likely due to a malfunctioning pca main board. As a result, the device's pca main board was replaced. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
On (B)(6) 2020, a customer from the us called to report a delivery failure with inomax dsir plus (B)(4). The device was in use, however no patient harm was reported. Inomax dsir plus (B)(4) was removed from service and returned to the company for service evaluation. On 27-apr-2020, a mallinckrodt internal employee discovered a delivery failure due to ipl failure for inomax dsir plus (B)(4). This service log finding meets the criteria of a reportable malfunction.